Event description:
It was reported by repair work order that the brakes were not engaging due to the broken brake adjusters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.